Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. Sid (B)(4) initial result was 7.1 mg/dl, repeated 1.9 mg/dl (reference range 1.6 to 2.6 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts. Ultimately, the issue was resolved by replacing the reagent probe and mixer. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. The architect system operations manual (201837-115) provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the reagent probe and mixer. Based on the information within the complaint record, no systemic issue or deficiency was identified.